Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. Therefore, the lot history record for this product could not be reviewed and a query of the complaint-handling database could not be performed. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device.

Event description:
It was reported that an unspecified operator used the starclose se device for attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device did not deploy correctly. It was not specified how hemostasis was achieved. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Device was not returned for investigation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. Shaft carving can occur due to a number of factors including, but not limited to the operator not holding device in-line with tissue tract to maintain a straight flex guide while advancing the thumb advancer (click 3). This may have been a contributing factor to this event, but cannot be confirmed. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. A review of the finished product lot history record (lhr) did not reveal any manufacturing related nonconforming material records (ncmrs) associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se noted that the clip-firing mechanism was not activated to fire the clip and the returned condition substantiated the reported product experience. The proximal end of the flex-guide was carved by the delivery tubeset when depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment and sheath splitting. Subsequently, the garage leaves would be disrupted and punctured into the sheath and flex-guide, creating resistance to the thumb advancer deployment and sheath splitting. Hemorrhage would occur as the device deployment was aborted which required the use of digital pressure/manual compression to close the vessel as reported. Contributing factors for flex-guide carving at the proximal end included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. There were no challenging anatomical conditions reported. Although not reported, the returned condition was consistent with not maintaining alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. Therefore, based on our investigation, the probable cause for the flex-guide carving is incorrect deployment technique. The instructions for use (IFU), under the closure procedure section, describes the thumb advancer deployment click as follows: maintain the left hand on the stabilizer to stabilize the device at the angle of the tissue tract, gently retract the device with the right hand until slight resistance is felt. The goal is to place the locator wings against the anterior surface of the arterial wall to locate the access site without applying tension on the artery. Assume a syringe grip on the distal end of the device with the right hand by placing the index finger on the distal post, the middle two fingers in the loop of the stabilizer, and the thumb on the thumb advancer. While maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer using the pad of the right thumb until the number 3 appears in the number window. This advances the clip delivery tube over the flex-guide while splitting the sheath from the hub to the distal tip. An audible click should be heard. Check to make sure the number 3 is completely visible in the number window. This indicates that the thumb advancer is fully advanced and in the locked position. However, it was found that the safety release mechanism was utilized to release the locator wings to safely remove the device from the patients body as spelled out in the IFU. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no other incidents with reported carving/failure to deploy the thumb advancer.

Event description:
Subsequent to the initial medwatch report, additional information was received as follows: it was reported that a physician trained in use of the starclose se device for attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, the sheath was carving. Manual compression was used to achieve hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.